Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: obstet gynecol 2003;102:306¿10; doi: 10.1016/s0029-7844(03)00515-5. (B)(4).

Event description:
It was reported in a journal article with title: risk of mesh erosion with sacral colpopexy and concurrent hysterectomy. This retrospective, unmatched, case-control study aimed to examine short- and long-term mesh-related complications in women undergoing abdominal sacral colpopexy with concurrent hysterectomy, compared with women with a prior hysterectomy undergoing sacral colpopexy alone. Between january 1, 1996 and december 31,1998, one hundred twenty-four female patients with genital prolapse who underwent abdominal sacral colopexy were included in the study. They were divided into two groups: patients with concurrent hysterectomy (n=60) with mean age 63.4±10.6 years (prolene mesh n=47, allograft n=13) and patients who had genital prolapse with prior hysterectomy (n=64) mean age 66.7±7.8 years (prolene mesh n=52, allograft n=12). The prolene mesh or allograft was fashioned in two 4 x 16cm strips to be used as prosthetic implants to suspend the vagina back towards the sacrum. Prolene mesh was extra peritonealized, but the allograft was not. Complications in the asc with hysterectomy group included small bowel obstruction (n=1), incision hernia (n=1), intestinal bleeding (n=1) and recurrent prolapse (n=1). Complications in the asc without hysterectomy group included mesh erosion (n=1) which required resection, cuff granulation (n=1) which required office treatment with silver nitrate and trimming of suture, incisional hernia (n=1), abdominal hernia mesh infection (n=1), small bowel obstruction (n=1), recurrent prolapse (n=6). In conclusion, concurrent hysterectomy with abdominal sacral colpopexy has a low incidence of mesh complications and can be used as a first-line treatment for genital prolapse.